Event description:
It was reported that when using the bd pyxis¿ medstation¿ es patient was not showing up to incorrect station. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-mar-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient was being discharged, which prevented the enterprise system from updating the station assignment. The technical support specialist verified patient details in electronic protected health information, confirmed the discharge status, and advised the customer to have active directory readmit the patient to the correct station. The system functioned as intended after the technical support specialist troubleshot the device.